Event description:
Problem with peritoneal dialysis cycler malfunctioning. Overfilling patient to the point of discomfort for unknown reason. Unable to resolve problem per technical support. Discontinued product use, unsafe to continue use of product.